Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# unknown, product type: implantable neurostimulator; product ID 3058, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), product type: implantable neurostimulator; product ID 3058, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead. The initial MDR was filed as MFR report # 3007566237-2014-02514. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
Additional information received reported that the patient was doing well as far as the manufacturer representative knew. Both devices were already returned to the manufacturer.

Event description:
It was indicated during a surgical procedure, they could not insert lead into header block. They could only insert lead 1/2 way in the 2 neurostimulators. The manufacture representative indicated that he did not see any issue with the lead contacts. They tried turning lead 15 degrees and re-inserting into header block with no success. They tried loosening set screws and trying to re-insert. They even tried removing set screw completely but that didn't help. The neurostimulator was replaced and it worked fine, impedances were good. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.